Event description:
It was reported when a device check is performed and the programmer head is placed over the ICD (implantable pulse generator), the signal is not the best. "The freeze screen completely goes away" and then gets a few bars back. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.